Manufacturer narrative:
The device history record (DHR) for lot 15a245062x indicates that there were no defects found in retain samples inspected from the lot. There were no samples submitted with this complaint; however, a photo was submitted for review. The photo revealed short fibers on a patient. The reported condition is confirmed. The root cause for the linting is that when the gauze is slit into assigned widths using the blades create short fibers. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, a visual inspection is performed for contamination. A formal corrective and preventative action (CAPA) was opened to address linting/short fibers and is currently in the open investigation stage. The corrective action plan for this CAPA is to: develop a process to measure the amount of short fibers per sponge; install a system to signify if the vacuum is working on the tenter; increase the amount of suction on the tenter vacuums; create a system to make sure all knife assemblies in the process described are aligned properly before the cutting process begins. Sampling plans will be updated to include visual inspections for raw edges. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer states they have been noticing particles coming off onto the patient and surgeons have been expressing concern.